Event description:
It was reported to philips that there was remote alert "remote alert: rmt - xgen: error (03hi or 03hj) small focus is defect of x-ray tube with velara - frontal". No harm to the patient/user was reported. Philips has started an investigation of this complaint.